Event description:
It was reported that during priming with a prismaflex m set, a flocculation was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the photos showed a white precipitate inside the access post pump pod. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.